Manufacturer narrative:
The device was returned for analysis. The reported stuck device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a starclose se device. Reportedly, the clip was deployed; however, the starclose se device became stuck upon removal. The safety release mechanism was used to remove the device. No tissue damage was noted. Hemostasis was achieved with the deployed clip and manual arterial compression was applied for safety. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.